Event description:
It was reported that a revision was performed due to loosening: the patient called and indicated that he has been experiencing pain since day one. The swelling has never gone completely away. The incision has been drained a couple times and he had an arthroscopy, where the surgeon removed some scan tissue. He has also had a couple of bone scans which revealed his knee was loose. A revision was performed due to loosening.

Event description:
It was reported that the incision has been drained a couple times and he has had an arthroscopy, where the surgeon removed some scar tissue.

Manufacturer narrative:
.